Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving hydromorphone 10 mg for a total dose of 4.6034 mg/day and bupivacaine 20 mg for a total dose of 9.20679 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the patient's surgery was scheduled for (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. It was noted that the catheter was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate pain relief from pump. The outcome was noted as ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and radiculopathy. It was reported the patient had increased pain. A catheter dye study (cds) performed on (B)(6) 2019 showed the catheter migrated out of the spine and was coiled at the midline. They were planning for surgery, and the surgery date was unknown. It was noted the catheter would be returned once surgery occurred. There were no factors reported that may have led or contributed to the event. Diagnostics/troubleshooting included a cds, and actions/interventions included surgery on an unknown date. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. It was noted that the rep would get medication in pump information all needed information at surgery. The patient's medical history was asked, and will not be made available. The event date was (B)(6) 2019. No further complications were reported/anticipated.